Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient's mother stated that the device in the middle of the pairing process with a new sensor. Dexcom representative advised patient's mother to try a new sensor if transmitter is not activated. No additional patient or event information is available.